Event description:
Additional information was received. It was reported that the onset of the infection was (B)(6) 2012. The symptoms were listed as redness, swelling, drainage, pain, and the incisional wound opening. The primary location of the infection was the "lead track." Cultures taken from the device pocket grew candida. Intravenous and oral antibiotics, along with the total device explanation, were used for treatment of the infection. It was noted that the patient had a predisposed risk of skin cancer. The patient outcome was notated as "no drug withdrawal."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v239714, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3387-40 lot# v001001, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3387 lot# v003141, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead (B)(4).